Event description:
It was reported that the customer had issues with his infusion sets leaking under the adhesive, as well as a broken belt clip. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.